Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensations down the legs and at the back despite reprogramming. The patient stated that her body was rejecting the device which resulted to an ineffective therapy. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.